Event description:
A patient rep0rted blood glucose results of 6.2 mmol/l and 10.3 mmol/l with a lifescan meter, performed within 5 minutes of each other. A check stripo test was performed and the result fell within specifications. Meter was replaced.